Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 2.reference MFR report#1627487-2016-05169.it was reported the patient experienced stimulation in the wrong location (neck region). As a result, surgical intervention was undertaken on (B)(6) 2016 during which time the occipital lead was repositioned. Stimulation was restored postoperatively and the issue resolved.note: both occipital lead models (3166) are being reported as it's unknown which lead caused the issue.